Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the two back therapy electrode pads, the garment shoulder straps, and the neck. The patient reportedly broke out in hives. The patient's doctor gave him a shot and prescribed him betamethasone dipropionate and cetirizine to help with the rash. The patient also decided to keep the device off. The patient reported that the rash was better.